Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported a cerebrospinal fluid (csf) occurred during a procedure to place a lead for an scs trial. The day after the lead was placed, the patient stood up and began to experience a headache. The patient underwent surgical intervention on (B)(6) 2019 during which a blood patch was performed which addressed the csf leak. The trial was completed as scheduled.